Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. Serial number unknown at time of report.

Event description:
It was reported that during a performance test, there was an issue with the speaker rack; the loudspeaker does not work as expected, and even at maximum volume, the signal is almost not hearable. This was noticed during installation of the device. There was no patient involvement.

Manufacturer narrative:
.